Event description:
We received an allegation of questionable results for 1 patient sample tested with calcium gen.2 (ca2) assay on a cobas 8000 c701 module. On (B)(6)2023 the customer ran the sample and it resulted in an initial calcium value of 7.9 mg/dl. The customer then repeated the test on a different analyzer. On (B)(6)2023 the repeated calcium result was 9.62 mg/dl., and on (B)(6)2023 the repeated calcium result was 9.36 mg/dl. The results were reported outside of the laboratory. The repeat results deemed to be the correct results. The laboratory performed qc on the days of the testing and they all passed. The ca2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) flushed the rinse mechanism tubing. The reagent and sample probes were adjusted and cleaned. Rinse wells were cleaned. The fse also adjusted the cell rinse volume and replaced a diaphragm on an air pump. The reagent and sample probe syringes were flushed. Performance testing was run. Calibration data was provided for two different analyzers, but it is unknown which calibration data was applied to the instrument in question. Calibration data performed on (B)(6)2023 for the first instrument was ok and there were no alarms. Calibration data performed on (B)(6)2023 for a second system was not ok and there were alarms. Quality controls were within established ranges. There was no indication of a reagent performance issue. Upon review of the alarm trace, the following errors were observed: abnormal cell blank errors, an incubator bath level sensor error, an incubation bath water short error, a water reservoir too low error, a water tank low error, a cell skip error, and a cell cleaner short error. The investigation could not identify a product problem. The cause of the event could not be determined.